Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during manual prime. Customer stated the alarm was cleared by changing the infusion set. Blood glucose value is 86 mg/dl. Customer was advised that since she is using the current reservoir it was likely that the alarm was caused by a infusion set occlusion or connection issue. Nothing further reported.